Event description:
Olympus was informed that during an unspecified procedure, the retrieval basket with stone became stuck in the pt.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the device became lodged in the pt's common bile duct after several passes and while trying to retrieve a larger stone. The user cut the insertion wire below the handle and used an emergency lithotripsy handle to crush the stone; the stone was successfully crushed by this action, and the device was removed from the pt. The user reported that the pt tolerated the procedure very well. However, the procedure time was extended by an hour. The subject device was not returned to olympus for evaluation, and the user was not able to provide the lot number of the subject device, as it was discarded following the procedure. The user's experience could not be conclusively determined, but the size and the hardness of the stone could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.